Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va01zjk, implanted: (B)(6) 2013, product type: lead. Product ID: 64001, lot# n424588, implanted: (B)(6) 2014, product type: adapter. Product ID: 64001, lot# n269143, implanted: (B)(6) 2010, product type: adapter. Product ID: 3387s-40, lot# v149608, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The patient reported that her original implantable neurostimulator (ins) was "not exactly on target" per the healthcare provider (hcp). The hcp tried to improve that by going "in there and making a bridge." The patient did not know what that meant exactly and "it came out the other side." When it was time to have it turned on, she said no because she was having so many side effects from the original ins. She had balance issues, falls all the time, and issues with speech. She was a full time registered nurse before surgery, but had to retire early because of the symptoms. The ins was eventually replaced and did not correct the issues. The replacement ins remained off and the patient would not let it ever be turned on. The patient's indications for use were essential tremor and movement disorders. The explanation on what was done for an intervention was unclear, so additional information was requested. If additional information is received a supplemental report will be sent.